Manufacturer narrative:
According to the customer, on (B)(6) 2024 "lint" was noted on the "sterile laps/sponges", "on surgical site", and "floating in air with use" during a procedure. The customer reported after the reported incident occurred wound irrigation was required. The customer reported the procedure was continued utilizing "single packaged lap sponges". The customer reported there were "no complications reported" as a result of the reported issue. The customer reported there was no serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further

Event description:
According to the customer, on (B)(6) 2024 "lint" was noted on the "sterile laps/sponges", "on surgical site", and "floating in air with use" during a procedure.